Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer going to doctor due to the meter not working. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-090: user removed battery. Note 1: manufacturer contacted customer in a follow-up call on 17-feb-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 02-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint the true metrix meter did not power on when a test strip was inserted. The battery had been changed on 02/15/2023. The customer is using the correct battery, in the correct orientation for the meter. During the call, the true metrix meter did not power on using the power button or when a test strip was inserted. The customer did not provide the test strip lot number. The customer reported feeling tired; medical attention was not needed at the time of the call. The customer stated that due to the true metrix meter not working he had gone to his doctor to have his blood glucose checked. The result at the doctor's office had been 331 mg/dl; the diagnosis had been high blood glucose and customer had taken his insulin. Customer did not disclose when he had gone to the doctor and declined to provide any further information.